Event description:
The customer reported that on (B)(6) 2014 he activated a new pod and his blood glucose, carbohydrate intake and at 11:10am the pod started to alarm and he decided to go to the emergency room. Upon arrival he was diagnosed with diabetic ketoacidosis and his bg reached 456 mg/dl. They treated him with saline, insulin and potassium intravenously. The night before he was released from the hospital he was given manual injections of long acting insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Reported hazard alarm is a safety feature not considered a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria.